Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-aug-2025, the user reported inconsistencies between their freestyle fsl3+ sensor and glucometer readings over the past two days. That morning, the ilet alerted a low at 55 mg/dl, while a fingerstick read 142 mg/dl. Before contacting support, the sensor again showed ~60 mg/dl off compared to fingerstick values. No past alerts explained the issue. The user had contacted abbott, who advised replacing the sensor. At the time of the call, the ilet read 208 mg/dl, while a fingerstick read 226 mg/dl. The agent agreed with replacing the sensor, and the user did not require assistance starting the new one. The highest blood glucose (bg) recorded was 226 mg/dl. Bg was corrected by replacing the sensor. No symptoms were reported during the event and no prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.